Manufacturer narrative:
Product ID 8578, lot# n179684010, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type accessory product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8578, lot# n179684010, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that the pain pump and catheter were removed 1.5 weeks ago because ¿it wasn't working¿. A dye study had been performed and the catheter was clogged. This was the reason for surgery. During the surgery, it was noted that the catheter was compromised/broken in three places. All components were explanted and the patient was scheduled for a new pump to be placed on the (B)(6). It was noted that in (B)(6) of 2013 when they had new pump placed, they didn't have the drug and had to postpone the surgical procedure to the (B)(6). The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).